Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient's custom tracheostomy tube (4.0 flex tend length 56mm with tts cuff) had a swivel adaptor, which cracked and would not release. As a result, the rim which enabled the use of a wedge to separate the tube from equipment was split of. It was stated it was very difficult to separate the in-line suction device from the tracheostomy tube. The tracheostomy tube was eventually changed out in the operating room, and only then could the in-line suction device be separated from the tracheostomy tube. The medical team was able to remove the swivel connector from the tracheostomy tube, but the swivel connector still connected to the in-line suction machine. The tracheostomy tube was sent for reprocessing and a new swivel connector was attached and put back in service. It was noted it may have been put back on incorrectly. No adverse health outcome occurred.)